Event description:
The initial reporter stated that the pump was over infusing. They stated that the infusion was programmed for 18 hours but that it finished in 12 hours. They did not provide any information about the programmed amount to be infused. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. They also stated that the pump was replaced, no other information was provided. [Complaint (B)(4)].

Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmd.